Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking/jolting sensation while the stimulation was turned on following an environmental exposure. He was exposed to (B)(6) twice and theft detectors at (B)(6) multiple times. The device was turned on during the exposures. It was noted that (B)(6) now allows him to exit via the cart area where there are no detectors. Additional info has been requested.